Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl. The device was visually inspected. Functional testing was performed. The root cause of the event was an anomaly in the components the microprocessor board, the gear motor, and the backup capacitor.

Event description:
It was reported that low-battery alarm activated even though the battery was new. This occurred during priming at patient's home. There were no reported patient involvement and no harm or adverse event.